Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek balloon catheter noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the catheter advanced over a guide wire. The balloon was tightly folded. There were multiple bends the hypotube for a length of 80 cm. An indeflator, filled with water, was used in an attempt inflate the balloon but the balloon would not inflate. After the catheter was left pressurized to dissolve the contrast in the inflation lumen the balloon was inflated to the rated burst pressure (rbp) with no damage noted to the balloon and no leak noted to the catheter. The indeflator was filled with grastrografin, diluted 1:1 with water, and the inflation and deflation times were measured and met manufacturing criteria per the product specification. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation failure. Contrast that is more concentrated can lead to slower inflation. It is specified in the coronary dilatation catheter nc trek rx instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. The 2/3 collapsed balloon profile was measured and met manufacturing criteria. The protective sheath was not returned which may have aided in the investigation and determination of cause. Incidentally, the noted bends in the hypotube likely occured during packing for return analysis as they do not appear to have contributed to the reported difficulties inflating the balloon. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, or oversized balloon due to partial inflation. During manufacture a sampling of units is inspected for sheath inner diameter and proper balloon fold. Factors that could have contributed to difficulties inflating the balloon include, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, or inflation technique. All products are 100% visually inspected for balloon damage and leak tested during manufacturing. A search of the device lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the protective sleeve was stuck to the nc trek balloon dilatation catheter (bdc). The sleeve was removed using excessive force and the bdc was advanced without resistance to the target lesion in the moderately calcified, mid right coronary artery for stent post-dilatation. The balloon could not be inflated when pressurized to rated burst pressure. The bdc was removed without difficulty and an attempt was made to inflate the balloon outside of the patient's anatomy; however, the balloon did not inflate. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.